Manufacturer narrative:
H3; analysis of the pump (sn; (B)(6)) found the pump failed lab testing and was above spec. Analysis of the catheter (sn; (B)(6)) found the catheter body had damage to the transition tube. Analysis of the catheter (sn; (B)(6)) found the catheter body had a compressed area and the body was broken. H6. The previously reported conclusion code(s) b20, b17, c20, and d14 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-30, additional information was received from the patient via a manufacturer representative (rep). It was reported the patient never had therapeutic relief. The patient did indicate that they have s-curve scoliosis and spinal rotation and that at implant, "there was a little difficulty playing the catheter". The patient was not sure if that was the cause of the catheter "shredding". The patient reported no falls or trauma. At explant , they were told there was still a piece of catheter that was left and that the physician cauterized the end of the catheter left. The patient also reported that in (B)(6) 2025, there was more medication left in the pump. The previous refill was (B)(6) 2025 and no reports of too much medication left in pump at refill. Full removal was on (B)(6) 2025.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (2mg at .2mg) via an implantable pump. It was reported that when doing a pump refill pump there should have been 9 cc was in reservoir but they got 18cc back. It was unknown if external factors were involved. A catheter access port study was performed and the healthcare provider was unable to get fluid back from the catheter. A revision was planned but had not yet been scheduled. The event was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Product ID: 8780, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting after implant the patient had good pain relief. Then after 3-4 months pain started to come back. The hcp did catheter access port (cap) study and was not able to get cerebrospinal fluid (csf) back. Also got more back during refill then what was reported in reservoir. The patient said if needed catheter revision she wanted it all removed. During explant the hcp opened spinal area and pulled out catheter. The hcp noticed the catheter was broke and part of spinal segment was still in spinal canal. Catheter removed easily. The issue resolved at the time of this report.